Manufacturer narrative:
A2) patient age - average age, 64.1 years for angiosculpt group. A3a) patient sex - 197 males, 102 females for angiosculpt group. A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. D1) exact brand name is unknown; however, this is for an angiosculpt ptca device. D1/d4/h4) the lot number was not provided; thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, at least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 28mar2007) ¿nonrandomized comparison of coronary stenting under intravascular ultrasound guidance of direct stenting without predilation versus conventional predilation with a semi-compliant balloon versus predilation with a new scoring balloon¿. The study retrospectively aimed to determine the influence of lesion preparation using the angiosculpt balloon on final stent expansion. A total of 299 consecutive de novo lesions (299 patients) treated with 1 >2.5-mm drug-eluting stent (des) were enrolled in the study. The lesions were sequentially treated with spectranetics angiosculpt ptca scoring balloon catheter. Procedural complications included 1 major coronary dissection with hematoma formation and 11% failed to achieve minimum stent area (MDR #3005462046-2026-00028). Additionally, angiosculpt ptca scoring balloons were inflated on average to 12 ± 2 atm with an unspecified number of balloon ruptures (MDR # .). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 28mar2007 has been used, the date of publication. De ribamar costa, jose et al_2007_nonrandomized comparison of coronary stenting under intravascular ultrasound guidance of direct stenting without predilation versus conventional predilation with a semi-compliant balloon versus predilation with a new scoring balloon the american journal of cardiology, 100(5): 812-817. This report captures the malfunctions that occurred after use of the angiosculpt ptca scoring balloon catheter.